Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the left femoral for post-cardiotomy cardiogenic shock (pccs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that low flows were observed, with flow at 1 l when the pump was running at p4. No further information was provided.

Manufacturer narrative:
The product was returned for analysis. The cause of the low pump flow was fractured impeller blade(s). Because fluoroscopic imaging of the pump/additional evidence was not returned, a definitive cause of the fracture could not be determined. Based on the characteristic of the fracture, it was most likely caused by an interaction with another device. The product was released with a completed and reviewed device history record under the abiomed quality system. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.